Manufacturer narrative:
D10 concomitant product: bz4212, open sealer/div bz4212 bizact 5mm-12cm (lot#: 40430231x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter,5 to 8 days post tonsillectomy, patient had moderate, continuous bilateral and diffuse bleeding about 250 - 500 cc at the site of the sealed dissection. The bleeding occured in various areas around the surgical site where the device was used. Blood transfusion was not required but it was necessary to re-operate patient for additional suture. During the revision surgery, surgeon claimed that the specific tissue around the surgical site was already damaged from the device in the previous surgery. Patient was treated by sealing tonsillar pillars and with tachosil patch. During the original procedure, there was no activation tone and end tone but there were incomplete cycle error occurred. Patient was not taking any medications prior to procedure and did not received chemotherapy.